Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2012, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 10-oct-2014, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. It was reported that the pump stopped working (B)(6) 2017, the patient woke up one morning paralyzed from the waist down because a granuloma from the tip of the catheter had grown. The patient stated they can never have a pump again. The pump was still implanted, disconnected and the patient was waiting to have it removed.